Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 600 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer did not report symptoms related to high blood glucose. Customer stated that when they trying to give bolus, no delivery alarm occurred during basal. Troubleshooting was performed and the issue was not resolved. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly delivery alarm noted.